Manufacturer narrative:
An internal investigation was initiated to determine the cause of the malfunction. Inogen's investigation of the device is complete. This unit is running normally and as designed. Inogen will write a supplemental filing with any additional information gathered.

Event description:
It was reported the patient experienced no oxygen output from the device. In turn, the patient switched units and later experienced "system hot error message." As a result, the patient was taken to the hospital and admitted.

Manufacturer narrative:
Additional information: g1. Additonal information gathered via patient, mentioned inogen one portable concentrator at no time stopped working, as there was no device malfunction. Reportedly, patient was not wearing her oxygen for an unknown reason when the event happened. Therefore, the event was unrelated to the unit.